Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blocked alarm 28-jun-2024. The blockage is located at the site. The glucose level was high (specific value unknown) and the patient was treated with correction injection via mulitple daily injection (mdi). No further information available.